Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2015 where two implants were installed on each side. The patient had a period of pain relief before later reported to a different surgeon with complaints of a recurrence of right side si joint pain. The surgeon determined possible loosening of the right side caudal positioned implant. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the right side caudal positioned implant using chisels as it was solidly fixed in bone and filled the void with bone graft. He then installed two new implants of the same type in more anterior positions to help fixate the si joint. The preexisting right side cranial positioned implant was not adjusted or removed. The patient now has three implants in their right si joint. The status of the patient following the revision procedure is not known.